Event description:
It was reported there were abnormal impedances at implant. The leads and extensions were disconnected and reconnected to the stimulator, and mineral oil was injected into the stimulator ports. The abnormal impedance did not resolve. The stimulator was replaced, and impedances were within normal range. There was no pt injury, and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). The stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712, serial # (B)(4) determined no anomaly was found. Good, stable output was found on all electrodes referenced to one electrode. The output matched the programmed settings. There was good stable output on each electrode pair referenced to the #0 electrode using the patient's lead configuration.